Event description:
A surgeon reported that he noted a "crack" on the rear side of the capsular bag following intraocular lens (iol) implant surgery. He also reported that there is no impact on pt's visual acuity and that there is no explantation planned. He reported that the lens was "free from defects". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).